Event description:
It was reported to (B)(6) via fax: blood leaking from tego connectors unable to aspirate, clot formation, high arterial pressures continuously. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".